Event description:
It was reported that the 6800 system experienced intermittent boot ups, that require multiple tries to boot up system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cpu pcb and the ip pcb. Uploaded configuration and cal data. The system was tested and found to be working as intended and placed back into service.